Event description:
It was reported that since the day prior to the report the patient wasn't feeling any stimulation. The patient was able to communicate with the recharger and had eight shaded coupling boxes but the implantable neurostimulator (ins) icon was only showing about ¼ full. The patient last recharged two days prior to the report. It was reviewed the patient could keep recharging and try to get the ins icon 100% shaded. There was a problem with the patient programmer (pp); it was unable to make adjustments with or without the antenna attached and the patient was getting the poor communication screen. No indication of patient harm. Upon device return, analysis found the antenna jack was resoldered as a preventative measure. The patient later reported they did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).